Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during a routine follow up this right ventricular (rv) lead exhibited noise and high pacing thresholds. Subsequently, this lead was explanted. After explant procedure, the lead was inspected and an insulation break was noted. Lead extraction is not suspected to be the cause of the insulation damage. This lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that during a routine follow up this right ventricular (rv) lead exhibited noise and high pacing thresholds. Subsequently, this lead was explanted. After explant procedure, the lead was inspected and an insulation break was noted. Lead extraction is not suspected to be the cause of the insulation damage. This lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis.